Event description:
It was reported that the device fractured during a procedure and the shaft remains embedded in the bone and can not be removed. This resulted in a not optimal fixation of the 4 hole plate there was a few minute delay. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw shows attempted signs of use including marking on the screw head. The screw shaft has fractured where shaft meets the screw head. A dimensional analysis cannot be conducted due to the damage to the screw head. The complaint is confirmed. A determination cannot be made as to what caused the screw to fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined.

Event description:
No further event information is available at the time of this report.